Event description:
A pt reported blood glucose results of "11.3 mmol/l" with a lifescan meter and "6.6mmol/l" on a lab device. Although the pt could not recall the time between the tests, we will assume that it was 10 minutes or less. Between the tests, there was no intervention that would be expected to change the blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strps for evaluation, but has not yet received them.